Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the rate/sense channel that was oversensed and led to an inhbition of ventricular pacing in this pacemaker-dependant patient. Guidant received additional information that shock therapy was also delayed as a result. The device was explanted. The lead remains in-service with a new guidant ICD.